Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd safetyglide¿ needle had a crack in the needle right above the luer lock tip, this caused the flu shot vaccine to leak on the patient. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a bd safetyglide needle had a crack in the needle right above the luer lock tip, this caused the flu shot vaccine to leak on the patient. There was no report of exposure, serious injury, or medical intervention.